Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported a tooth broke when putting in a new set of aligners. The tooth was extracted and mouth healed but none of the aligners fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.